Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation was not confirmed. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause cannot be identified. Olympus could not specify the event since the subject device was not returned to olympus and there was insufficient information to presume the cause of the event. A device history review revealed no anomalies were identified in the manufacturing/repair history records. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the bronchovideoscope displayed no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.